Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009 the lay user/patient in france contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. At about four days later, the technical service representative (tsr) spoke with the patient to obtain and verify information. On the day of event at 10:15 am the patient obtained the blood glucose reading of 445 mg/dl on the reported meter. The patient claimed this reading was high compared to her expected values at that time of day of 180 mg/dl to 200 mg/dl. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. Following this reading, the patient took four additional units novorapid insulin. At 11:41 am the patient obtained the readings of 306 mg/dl and 104 mg/dl within 10 minutes of each other. At 12:45 pm the patient experienced the symptoms of weakness and sweating. While symptomatic, the patient obtained the meter reading of 70 mg/dl. The patient administered self-treatment with soda and tomatoes, and felt better afterwards. She did not seek any medical attention. Earlier on the day of this event, at 7:30 am, the patient had obtained the blood glucose reading of 200 mg/dl and taken her usual dose of 12 units of novorapid insulin. The patient tests her blood glucose levels seven times per day. Troubleshooting revealed the patient's testing technique was correct, the meter was programmed for the correct unit of measure and calibration code number, and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she took an additional dose of insulin based on elevated meter reading. The patient reported receiving treatment with food to alleviate her symptoms. Therefore this complaint is being reported.